Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022). Device not returned.

Event description:
It was reported that one day post port device placement procedure in the chest, the device allegedly found to be blocked. The port was removed from patient body . The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of the reported event are unknown and cannot be confirmed from the provided photos. Furthermore, clinical conditions cannot be replicated to confirm these failures. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post port device placement procedure in the chest, the device allegedly found to be blocked. The port was removed from patient body . The procedure was completed using another device. There was no reported patient injury.